Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) implanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 12-nov-2026, UDI#: (B)(4). B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowl dysfunction. It was reported that the patient states every once in a while for about the past couple weeks, patient feels like a wire is moving in her body, like where a catheter would go, but it does not happen that often where it is irritating and patient does not want to mess with the settings or anything because it is performing like it should be. Patient does not feel like it is just the stimulation and thinks the discomfort could be a wire or something. Patient informed the doctor and was instructed to contact the rep. Patient states living in (B)(6) and the doctor is about 300 miles from them. Agent emailed reps.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# serial# (B)(6), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-oct-20 additional information was received from the patient. When asked to clarify the statement "feels like a wire moving in their body" they replied "yes that is correct. The metal under my skin move". They did not report any steps taken to resolve this issue and said that the issue was not resolved, but no further action would be taken.

Event description:
Additional information was received from the patient. They reported that they fell and were worried about the lead moving around. Patient said the device was checked and everything is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.